Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: initial reporters phone; (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the batteries were replace the aa batteries even though the battery is fully charged because the pump is showing a loss of power. It is unknown if there was patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6: evaluation codes updated. Device evaluation: one device was received. The event history log was reviewed and the customer reported problem was confirmed. The device was visually and functionally tested and the customer reported problem was not duplicated. The cause of the reported problem is unknown. The pump passed all functional testing. Service history review identified that this device was last serviced in oct/2024 and there was no indication the complaint was related to previous service of the device.